Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that subsequent to implant of the three-lead system, the patient demonstrated apical pneumothorax. The patient's chest was intubated. The leads remain in use. The patient is a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.